Event description:
Precision point of care blood glucose tests strips: recall due to false low blood glucose results. Facility is not affected: 1 box affected by recall is unopened. Item was removed from supply on (B)(6) 2010. Diagnosis or reason for use: diabetes.